Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, two hours post-procedure oozing was present at the access site and compression was applied. The surgeon noted the issue was directly related to the access site placement being placed too high and going through the inguinal ligament and the issue was not related to the manta device. The IFU was reviewed and confirmed warning: do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. Precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to oozing from the puncture site, pressure in groin/access site region, and late arterial bleeding.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. The manta instructions for use lists warnings that include: do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. The manta instructions for use lists precautions that include: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices have been identified and include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.

Event description:
The patient underwent an impella procedure on (B)(6) 2020. The patient's femoral artery measured 7.7-8.0 mm in diameter. Deployment depth for manta 14f vascular closure device was measured; however, the measured depth was not reported. At the completion of the impella procedure, the impella sheath was swapped out for the manta sheath and femoral access closure was performed. No bleeding or hematoma was observed. The patient was said to have great distal doppler pulses. The patient was transferred to the post-op unit after the completion of the case. Two hours post-operative, there was slight ooze noted at the closure site, but no hematoma present. The hospital staff applied syvek patch and light sandbag for compression. Another hour passed with no ooze noted. The patient's hemodynamics were within normal limits. A few hours later, the patient reportedly developed abdominal pain. A computer tomography scan (CT scan) revealed the femoral artery was bleeding. The patient was brought back to the operating room for a surgical cutdown and vessel repair. A vascular surgeon noted that the access site went through the inguinal ligament. The manta anchor had been deployed in the vessel, but the collagen pad did not make completely down to the arteriotomy site. The vascular surgeon retrieved and explanted the manta and closed the vessel successfully. The device operator reportedly stated that the event was not an issue with manta, but rather an issue with placement of access being too high and going through the inguinal ligament.